Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump's time and date were inaccurate, cause was unknown. The customer¿s blood glucose was not reported. Reportedly, the customer reverted to alternate methods for insulin delivery.